Manufacturer narrative:
Medtronic received additional information that after suturing the 34mm mitral annuloplasty ring into place, anterior leaflet prolapse was noted. The ring was explanted, and the surgeon re-sized the patient's valve using the tru-size device, as opposed to "sizing to the anterior leaflet". Based on measurement with the tru-size, a 38mm ring was selected and successfully implanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 34mm annuloplasty ring, the ring was explanted and replaced with a 38mm annuloplasty ring of the same model. The reason for the replacement was not reported. No additional adverse patient effects were reported.